Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and stated they were not getting insulin; the user later changed infusion supplies and provided an inset 23 in lot number 6007998, with no specific device component implicated. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.